Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2018 and suture was used. During the procedure, the needle broke at the tip. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional summary: it was reported performance needle breakage. Unopened representative samples were returned for analysis. During the visual inspection of the samples, no defects were found on the package. Sample were opened, and the swage and attachment area were noted to be as expected. No needle breakage was observed. Suture were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance breakage needle were found.